Event description:
A distributor in wisconsin reported via a fisher & paykel healthcare (f&p) field representative that three mr290vx vented autofeed humidification chambers were found cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Reference to "out of box" removed. The alleged malfuntion was identified during set up. Device manufacture date updated to (B)(6) 2018. Method: one of the three complaint mr290 vented autofeed humidification chambers was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected, filled with water and the rolled base thickness was measured. Results: visual inspection of the complaint mr290 chamber identified no visiable cracks on the chamber. When the chamber was filled with water, a leak was observed on the rolled based. The rolled base thickness was measured and was found to be within specification. Conclusion: we are unable to conclusively determine what had caused the chamber to leak. It is known that during some therapies the back pressures produced the chamber are at times in excess of 80 cmh2o. If the back pressures during therapy exceed 80cmh2o, it is possible for the chamber dome to be pulled out of the chamber base, resulting in a leak. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa" - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure."

Manufacturer narrative:
(B)(4). The complaint mr290vx vented autofeed humidification chamber is expected but has not yet been returned to fisher & paykel healthcare for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that three mr290vx vented autofeed humidification chambers were found cracked when taken out of box. There was no patient involvement.